Manufacturer narrative:
Qn#(B)(4). The customer report of a broken needle cannula was confirmed by visual inspection of the customer supplied photo. The customer provided one photo for analysis; and the complaint of a broken needle cannula was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: report is received from the intensive care unit of the clinic. They refer that when the catheterization set was going to be used, the catheter needle broke. The procedure could not be completed with this needle. No reported patient harm or consequence. They were reported as fine post procedure.

Event description:
It was reported that: report is received from the intensive care unit of the clinic. They refer that when the catheterization set was going to be used, the catheter needle broke. The procedure could not be completed with this needle. No reported patient harm or consequence. They were reported as fine post procedure.

Manufacturer narrative:
(B)(4)